Event description:
End user reported leaking at the stopcock portion of the bonded disposable transducer causing air to be aspirated when using a syringe. The techs had to ensure that no air bubbles were present during the procedure. No air was injected and there was no pt injury. A used device is expected to be returned for evaluation.